Manufacturer narrative:
G4:30apr2021 b4:(B)(6)re2021 failure analysis on the returned blower shows that the complaint was verified, the returned blower was verified to produce noise greater than normal. This blower was found to be passing all electrical tests and failed due to mechanical wear out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.x

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The customer reported that the unit won't power on. The bench repair engineer reported that the unit powers on, but will shut itself off when attaching a hose to the gas outlet port. Also found the top cover is broken. The bench repair engineer could not confirm the customer complaint of "the unit will not power on." The unit powers on but will shut itself off when attaching a hose to the gas outlet port. Need to replace the defective blower assy. To fix problem. Additional findings: top cover is broken. The customer reported that the unit was not in use on a patient. This issued occurred while trying to power the device on and was not in use on a patient. The bench repair engineer could not confirm customer complaint of "the unit will not power on". The unit powers on but will shut itself off when attaching a hose to the gas outlet port. Need to replace defective blower assy to fix problem. Additional findings: top cover is broken. A new complaint will be created to capture unit shuts off due to blower issue and top cover broken.